Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a low blood glucose of 45 mg/dl. The customer experienced dizziness, sweatiness, and cloudy vision. Paramedics arrived on scene and treated with food. The caller believed that the insulin pump over-delivered as the insulin pump was delivering boluses that were not programmed. Additionally, the customer also experienced a 45 mg/dl blood glucose value five minutes prior to the call. The customer treated with food. By the end of the call, the customer's blood glucose had increased to 67 mg/dl. During troubleshooting, the insulin pump programming was inaccurate. The remote bolus option was activated, however, the caller stated that the customer never uses that option. The customer had a low of 34 mg/dl the previous day. The insulin pump will be returned for analysis.